Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, following which the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any future malfunctions.